Event description:
It was reported that the patient presented for the following procedures: left sided transforaminal lumbar interbody fusions, l3-s1; right sided transpedicular exposures for neural decompression l3-s1; placement of capstone interbody device x 3, l3-s1; posterior instrumentation with bilateral screws at l3, l4, l5, and s1 (legacy) w/ crosslinks; posterior spinal fusion, l3-s1. Per the op notes, at l5-s1, local bone autograft was placed anteriorly in the disc space followed by a pledget of rhbmp-2/acs. The interbody device was then inserted which was filled with rhbmp-2/acs and local bone. Identical left sided transforaminal lumbar interbody fusions were performed at l4-5 and l3-4. Posterolateral graft was placed from l3 to the sacrum. This consisted of some rhbmp-2/acs along with remaining local bone. No complications were reported. The patient's post-operative period was marked by complications which included additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.